Event description:
During 8 pm assessment, the nurse found the PICC line severed. Tpn and lipids were draining onto bed from the distal section and a small drop of blood in the bed from the section attached to the patient. During earlier dressing change, the flat round stabilizer portion of the PICC was not taped to the patient. Apparently the tubing got hooked under baby's bendie and when he pulled his arm, the PICC line broke in half. The doctor was called and pressure placed on site. The doctor discontinued the PICC line. The remainder of the catheter was intact and sutured into the baby's arm.

Manufacturer narrative:
Results - one used 26g/1.9f catheter was received in two pieces for evaluation. The two portion were measured and portion one was approximately 4.68mm in length and portion two was approximately 12cm in length. Under magnification the area of separation was examined and confirmed the edges were slightly jagged. A fibrin sheath was adhered to the diameter of the catheter tubing in the area above the 2cm tick mark. No other abnormalities or damage was found. Conclusions - based on the investigation results the quality technician confirmed the failure was caused by damage (jagged edges) from stress to the catheter. (B)(4).